Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported through follow-up with the physician's office that the patient did receive therapy for af with rapid ventricular response. It was noted that the patient's non-compliance with medicine and lack of device follow-up played a significant role.

Manufacturer narrative:
Concomitant medical products: 6947m-55 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, who was in atrial tachycardia/atrial fibrillation (at/af), may have experienced inappropriate shocks from the cardiac resynchronization therapy defibrillator (crt-d) for supra ventricular tachycardia (svt) rather than ventricular fibrillation (vf.) It was noted there were also ventricular tachycardia (vt) monitored episodes where at/af was in progress at the time, and it was noted that there were treated episodes one month earlier. The device remains in use. No further patient complications have been reported as a result of this event.